Manufacturer narrative:
B3: event date month year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that after the device was moved to the other side, the bacteria moved to the other side, so the ins was removed after 2 years due to it being "contaminated" and having a very bad infection at the ins site. They had a terrible back ache. They mentioned that when the ins was put in, 2 weeks later they call the manufacturing representative (rep) and healthcare provider (hcp). The patient could hardly walk and the issue all happened this past (B)(6). On 2025-aug-10: additional information was received from a manufacturer representative (rep). The rep reported that they saw this patient for programming on (B)(6) 2025. There were no impedances on the lead, but the patient was feeling stimulation outside the bike seat area on several programs. They had no falls or trauma, but the rep did ask the doctor if they wanted to imaging, but it was unknown if that ever happened.